Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a distributor reported via email that an ar-3770sp hybrid knee fibertak anchor (knotless and knotted) experienced a fork breakage after contact with the bone. The case was completed with a replacement ar-3770sp hybrid knee fibertak anchor (knotless and knotted) without issues. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 14-jan-2026: all detached fork fragments were retrieved from the patient. The issue occurred during a let procedure. The case was completed using a replacement ar-3770sp hybrid knee fibertak anchor (knotless and knotted). The procedure was delayed by approximately two minutes, and no additional anesthesia was administered. No adverse effects were reported during or following surgery.